Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Testing was unable to duplicate reported complaint. The last basal delivery and the last bolus were delivered on (B)(6) 2014 pump history shows no alarms outside the range of normal patient use. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. No alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: for the last two weeks the patient's blood glucose (bg) levels have been rising, and she has to bolus every hour to keep level down. Bg has often been 450 mg/dl which causes thirst , increased urination and headaches. Reporter has changed the sites, sets and has opened a new vial of insulin. She has raised the basal rate but is afraid to raise it any higher. Mom treated bg at home with increased bolus. The health care provider (hcp) has been working with her and has advised her to change out the pump. Reporter states no alarms emitted, tdd show basal of 19.8u raised to 22.22 units as directed by hcp, bolus tdd shows increases from 20 units per day to 42 units yesterday. Doses, basal rate and advanced settings are correct per reporter. Current bg is 211 mg/dl, no symptoms. Customer support advised reporter that no pump malfunctions found but replacing pump per hcp request. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.